Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of sense, insulation break and lead dislodgement were observed on the lead via fluoroscopy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of sensing and insulation break were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.